Manufacturer narrative:
Pt. Info: unknown/not provided. Device evaluation: one (1) opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and the reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss after the laser fired with the patient interface(pi) on unknown eye. The procedure was not completed successfully. There was no patient injury reported. Upon follow up, it was confirmed that the patient returned the next week to complete the procedure. Patient demographics was requested however, no additional information was received.